Event description:
Complainant alleged that during training by a zoll rep, the device displayed "defib disabled", "pacer disabled" and "defib fault 95" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.